Event description:
It was reported that the foot peddle moved slowly when used during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The sternal saw and the flexible drive cable were returned to terumo for investigation. Upon their return, the saw and cable were tested and found to be working properly. The reported issue could not be duplicated. This report is being submitted to the FDA as a result of a retrospective review of product complaints.